Event description:
It was reported there was difficulty filling or aspirating the reservoir. They reportedly were able to aspirate the reservoir, but unable to fill it. The patient pump refill was done uneventfully as the locked reservoir valve procedure was performed. The pump was refilled with saline first and they were able to remove the amount of 3 cc of preservative free saline that was placed into the pump. The patient was doing fine.

Manufacturer narrative:
(B)(4)